Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was interrogated during a routine follow-up and found to be in the inactive mode. Device counters were also found to be altered. The chronic transvenous defibrillation lead (model 0074) was tested and reimplanted with a new device.